Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. She stated the pt is seeing multiple images which may be due to the trace viscoelastic trapped behind the iol. She reported it is unk what contributed to the refractive surprise. In follow-up, the surgical coordinator reported the pt is now seeing 20/20. Additional information has been requested. There are three medical device reports associated with this event. The iol was previously reported under MDR number 1119421-2011-01219. This report is for the second viscoelastic.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can determined. Additional information was requested 09/08/2011 and 09/09/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).